Event description:
Patient reported to doctor that the contact lenses had been bothering lately, especially the right eye. Upon examination, doctor diagnosed patient with infectious keratitis in right eye and treated with vigamox. A culture was not performed. Patient did not show for a scheduled follow up appointment. Five days after initial doctor's visit, patient visited another doctor who diagnosed a 1mm corneal scar and treated with anti-inflammatory eye drops. The scar was not central and there was not permanent decrease in visual acuity. Patient's condition resolved with scar.

Manufacturer narrative:
The medical device was not returned. The lot device history records were reviewed and show that all requirements were met. Treating doctors did not relate event to a specific product. Based on all information, no root cause can be determined and no conclusion can be drawn.